Event description:
It was reported the device displayed the error alarm -cassette not attached properly-. This was out of the box failure. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact. The customer stated problem was not confirmed. Could not duplicate customer stated problem during testing. The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.